Manufacturer narrative:
The 34-9110-s hollywood vi nm implant, 11x30x10,8 deg, sterile was returned for evaluation and the evaluation is ongoing at the time of this report. On (B)(6) 2021, the implant was placed and in use with globus kinexxx bone graft. On (B)(6) 2021, a revision surgery was performed due to a non-union. Upon removal of the cage that was placed (B)(6) 2021, flaking was observed from the implant. Initial observation of the implant noted deep tool marks that would occur when removing the implant. Further evaluation of the implant in regard to the report of non-union is ongoing. Evaluation has not arrived at a conclusion as of the time of this report. There was no lot number provided by the reporter and no legible lot number on the implant. Review of labeling possible adverse events like other spinal system implants, the following adverse events are possible. This list is not exhaustive: delayed union or nonunion (pseudarthrosis) bending, disassembly or fracture of implant and components loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain, discomfort, or abnormal sensations due to the presence of the device pressure on skin where inadequate tissue coverage exists over the implant, with potential extrusion through the skin. Dural leak requiring surgical repair. Cessation of growth of the fused portion of the spine. Subsidence of the implant into adjacent bone. Loss of proper spinal curvature, correction, height and/or reduction. Increased biomechanical stress on adjacent levels. Improper surgical placement of the implant causing stress shielding of the graft or fusion mass. Intraoperative fissure, fracture, or perforation of the spine. Postoperative fracture due to trauma, defects, or poor bone stock. Serious complications associated with any surgery may occur. These include, but are not limited to: wound complications, infection, genitourinary disorders, gastrointestinal disorders, vascular disorders, including thrombus; bronchopulmonary disorders, including emboli; bursitis, hemorrhage, myocardial infarction, paralysis or death.

Event description:
On (B)(6) 2021, the patient underwent spinal surgery consisting of seaspine's intervertebral fusion device hollywood vi nanometalene and globus' kinex bone graft. On (B)(6) 2021, seaspine was informed of a revision surgery due to pseudarthrosis. It was reported that the same devices were implanted in the adjacent level which fused as intended. Additionally, upon removal of the hollywood vi nanometalene interbody, it was observed that portions of the nanometalene coating was removed from the peek interbody.